Event description:
It was reported that a user experienced two infusion set issues from the same lot, including difficulty retracting the inserter to the ready position that resulted in the infusion set detaching from the introducer needle, followed by a second set in which the adhesive folded over and could not be applied, consistent with an infusion set deploying incorrectly. There were no reported adverse clinical effects reported. Outcomes included no health consequences. Investigation included troubleshooting and user education. Investigation of this case revealed use-related deployment difficulties and adhesive handling issues associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device components.